Manufacturer narrative:
Reference medwatch 3004209178-2015-87563 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was over 400 mg/dl. In four different occasions insulin did not flow through the infusion sets. The product was not returned. Nothing further to report.